Event description:
It was reported that the patient was referred for surgery due to high impedance. Prior to scheduled surgery, the pre-op testing showed that the device had normal impedance. Surgeon tested the device again with the patient in different positions. Device was tested "a couple dozen more times" and all the diagnostics were showing that the impedance was within normal limits (around the 2400-2500 ohm range). Therefore the surgery was cancelled. When the device was checked after the cancelled surgery by the nurse practitioner, the impedance was within normal limits.

Event description:
System diagnostics tests showing high impedance results were provided.

Event description:
Patient underwent generator and lead revision due to high impedance. Explanted devices have not been received to date.

Event description:
The explanted generator and lead were received. Analysis is underway but has not been completed to date.

Event description:
Additional impedance data was received. No known surgical interventions have occurred to date.

Event description:
The pulse generator was explanted/returned due to ¿prophylactic replacement¿. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The lead assembly was returned for analysis due to high impedance and this was not verified within the returned lead portion. The connector ring has reddish-brown deposits an energy dispersive spectrometry (eds) analysis was performed on a sample of the deposits observed on the pin. The analysis showed the presence of elements present in stainless steel 316. The higher percentage of iron in this sample suggests oxidation may have occurred. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.